Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer 2.2 row b was off the bus. A field service engineer (fse) ejected all functioning cubies, manually removed row b pockets, and cleared foil debris. Post cleaning, the fse tested the device and confirmed all cubies were functioning properly. The fse then assisted pharmacy staff by unloading medications, ejecting the pocket, and reloading the pocket with medications to resolve the issue. The system functioned as intended after the field service engineer repaired the device

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.2 had failed to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.